Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high lead impedance out of range warning. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead became dislodged during extraction of the rv lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.